Event description:
The customer reported that while the unit was in use on a pt, blood entered the unit. The balloon became entrapped and had to be surgically removed. The pt was switched to another unit and therapy was continued.